Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent evaluated the customer's device but was unable to duplicate the reported issue. The third-party service agent then completed unrelated repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their customer's device would not pass its self-test and the device would not detect a connection through its paddles. In this state, the device may not be able to deliver therapy, if it were needed. There were no reports of patient use associated with the reported event.